Event description:
During an achalasia dilation procedure, a wilson-cook achalasia balloon was used in the esophagus. The balloon was inflated with sterile water (the balloon is to be inflated with air per the instructions for use). The balloon came off the stem. Additional info received on (B)(6) 2012: the proximal part of the balloon got detached, but the distal part of the balloon was attached to the catheter. The physician was able to remove the balloon from the pt. A section of the device did not remain inside the pt's body. Due to the presence of water in the esophagus, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the proximal balloon joint has detached from the catheter. The distal end remained attached. There appears to be glue present at the proximal joint. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: the info provided indicated the balloon was inflated with sterile water which is against the instructions for use. This is most likely the cause for the reported observation. The instructions for use state to inflate balloon with air only. Prior to distribution, all achalasia balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.